Event description:
An initial event notification was received by united therapeutics drug safety on 25-aug-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc, on 26-aug-2025. The patient reported that they felt dizzy and had trouble breathing. The patient then noticed that the tubing from the remunity cassette was disconnected. The patient was unsure how the disconnection occurred or how long it had been disconnected. No alarms were reported. Although it is unknown if the patient's symptoms were directly related to the event, this information is being reported out of an abundance of caution. No components or further information related to the event have been made available to millyard advanced medical products, llc, for additional investigation.